Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/20/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. A labeled winding former and a detached needle of product code vcp433h were received to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, as suture was not returned for evaluation, we are unable to investigate further to the issue of suture broke. Additionally, the needle was examined, the swage and attachment area were noted to be as expected; and in the barrel hole no suture remnant was observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m. Events reported in 2210968-2021-07737.

Event description:
It was reported that a patient underwent a megacolon surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.